Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection revealed trilumen insulation damage with the conductors exposed approximately 26-28 cm from the terminal pin. This type of damage was most likely caused by entrapment in the clavicle/first-rib region. Continuity testing was performed and verified that the lead was electrically continuous, therefore, no conductor fracture was observed.

Event description:
Boston scientific received information that during a routine follow-up appointment, noise was noted on the right ventricular channel with impedance measurements less than 200 ohms. Some non-sustained episodes of ventricular tachycardia (vt) were observed, therapy was not delivered. It was suspected the right ventricular (rv) lead was fractured. As a result, a replacement procedure will be scheduled. No adverse patient effects were reported.

Event description:
Subsequent information was received that the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.